Event description:
Customer reported that while pt was ambulating, the tpn IV tubing snapped off where the tubing enters the filter. Several drips, including tpn, intralipids, antibiotics and morphine were connected together and infusing at the time. The customer stated that there was no pt harm and that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.